Manufacturer narrative:
The lens was returned to the manufacturer for evaluation. Visual inspection with the unaided eye showed the lens is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens is within power specification; and the lens meets the specified cosmetic requirements. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model zct600, was explanted from the left eye of a (B)(6) female patient because she experienced glare and halos which were worsening after cataract surgery. Visual disturbance was additionally reported. There was no incision enlargement and the patient has recovered. The lens was replaced with the same model, a small diopter, 28.0 diopter. No further information was provided.